Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for two patient samples. The samples were repeated on another analyzer. Of the data provided, only the results for one patient sample were discrepant. The initial result was 1.32 miu/ml and the repeat result was 0.723 miu/ml. A new sample was drawn on (B)(6) 2015 and the results were >10000 miu/ml and 15990 miu/ml. The first sample was repeated and the result was 1.98 miu/ml. The second sample was repeated and the result was 16883 miu/ml. Information concerning which result was reported outside the laboratory was requested, but was not provided. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
The sample from the patient was tested on a centaur analyzer and the customer's results were confirmed. Based on this data, the results produced by the customer were believed to be correct.

Manufacturer narrative:
Sample from the patient was submitted for investigation. The customer's results were reproduced for the (B)(6) assay. The sample was also tested with the (B)(6) assay and the results were in agreement.

Manufacturer narrative:
This event occurred in (B)(6).